Event description:
It was reported the patient experienced an infection at both incision sites a few days post implant. The patient had been receiving antibiotics and "seems like thing shave cleared up". The patient had scheduled appointments with the hcp for verification that the infection had resolved. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.